Manufacturer narrative:
Hamilton medical ag complaint number:cer (B)(4). Investigation ongoing.

Event description:
Hamilton medical ag received the following event description: when addressing the ventilator alarm, the alarm read "patient disconnection, exhalation valve malfunction." Patient was bagged and switched to a different ventilator.